Event description:
Pepgen p-15 was used simultaneously with implant placement in the upper left posterior maxilla with bone quality type iii, excellent oral hygiene, and a history of parafunction (bruxism, which should not have had an effect as the implant was not loaded). The osteotomy was prepared via drilling, condensing, and sinus floor elevation with simultaneous grafting and implant placement. Healing was subgingival for a two-stage treatment approach. The implant did not osseointegrate and demonstrated mobility and peri-implantitis prior to explantation, which occurred approximately three months post-placement. It is not clear if the graft integrated with the surrounding vital bone or if it also failed with the implant although the healing time is too short to expect complete integration. Grafting was performed as part of the sinus floor elevation procedure, but the residual ridge height is not known (important for primary implant stability). As a result, it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.

Manufacturer narrative:
Failure to osseointegrate, while uncommon, is an inherent risk of the procedure known to doctor and patient before the procedure is initiated and is dependent on many factors including the pt's age, sex, health, and social history (which appear to be unremarkable), the type and size of the defect being grafted, occurrence of site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, primarily stability of the implant (secondary to bone quality and/or excessive preparation of osteotomy), and graft placement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a pt, it is impossible to determine the specific resorption rate of any bone grafting material; material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. From the info provided, it is not possible to determine if the implant or graft was the etiology of failure, though it does not appear that the gafting material malfunctioned. The implant loss will be reported via asr. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.